Event description:
A 3.0mm diameter x 12mm length medtronic ave gfx2 stent was inserted into the severely calcified target lesion in the left anterior descending coronary artery. There was no predilation performed to the target lesion prior to insertion of the stent. It was not possible to cross the target lesion; therefore, the stent and delivery system were pulled back into the tip of the guide catheter, where it caused the stent to dislodge from the stent delivery system balloon. After unsuccessful attempts to retrieve the stent with two partially inflated ptca balloons, the dislodged stent was then snared to the femoral artery. Due to the condition of the stent, it was not possible to pull it out through the femoral sheath. Therefore, an 8f guide catheter was inserted over the snare and stent for successful removal of both. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter, and the physician does not blame the stent. No further intervention was attempted, and it is planned for the patient to return to the cath lab at a later date. There was no additional clinical sequelae reported relative to the event, and there is no further information available form the user facility.